Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high readings and occlusion on the reservoir. The customer's blood glucose reading was 411 mg/dl. The customer stated that insulin flow blocked alarm occurred during fill tubing. The customer reported event was resolved by complete set change. The reservoir was returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test, and no occlusions were noted.